Event description:
Customer reported she just got out of the hospital and was having problems breathing. Customer has cancer. Customer stated that the reservoir was leaking. Customer stated she was unsure if the reservoir was leaking or insulin was dripping from the manual prime. Customer's blood glucose was 195 mg/dl. The device was also alarming no delivery during manual prime. Customer disconnected and reconnected the reservoir and infusion set. Customer ran manual prime and insulin did exit. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.